Manufacturer narrative:
Results - headend potentiometer. Sensor coil cord.

Event description:
It was reported by service report that the head end was stuck in high height. No pt involvement or adverse consequences were reported.